Event description:
It was reported that while using the surgical fiber during a prostate procedure, tip damage occurred at 59,640 joules of use; the fiber was replaced and the procedure continued with a second fiber. At 37,333 joules while using the second fiber, the tip was again damaged. The fiber was again replaced and the procedure completed using a third surgical fiber. Patient outcome: "fine." This report is for the first surgical fiber used. Gland volume: 50 ml time expended: 18:38 minutes.

Manufacturer narrative:
Failure analysis for fiber 0010-2093-315j-(B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition; the glass cap exhibits mild detritus buildup; there is some white unknown substance noted inside the fiber cap tip; the bevel section is melted; the fiber exhibits some contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.